Event description:
Fracture of the atrial j-wire portion of the pacemaker lead was diagnosed on 2/2/95 with the use of digitally inhanced fluoroscopy. Although the pt was informed of the fracture on 2/2, he avoided having any procedure performed for several months. The pt was finally convinced to have the lead removed in mid-september. Unfortunately, the fractured j-wire had now perforated, but just barely, and the j-wire had a distinct "hump" at the anode, but was not fractured there.